Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump insulin pump screen was completely blank. Customer tried using two new batteries and the display is still blank. Troubleshooting was performed. Customer's blood glucose was 181 mg/dl. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer uses recommended battery for the device. Customer was advised to take out battery for ten min and clean the battery compartment with alcohol. Customer reported the display did not turn back on. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.